Manufacturer narrative:
Medical device manufacturer listed as franklin lakes due to OEM elitech. Unknown expiration date. Manufacturer location listed as franklin lakes due to OEM elitech. Unknown manufacture date. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation, and the customer's indicated failure mode for 69042 was observed.

Event description:
It was reported that while using the bd sedi-40 that the plates were broken with the potential to report erroneously.